Event description:
The wound drain broke off when removing from the pt 4-5 days after surgery. The pt had to go back into surgery and have the rest removed.

Manufacturer narrative:
The product sample was not received for evaluation. Please be advised that without the product sample we are unable to determine the root cause of the breakage. However, per historical evaluation of broken drains, it is usually determined that the alleged complaints are apparently due to customer misuse by accidental nicking or puncturing. Product info data sheet provided detailed info regarding precautions for using these drains, warnings/complications. Specifically, we warn against any form of handing that may result in breakage of the drains; for example nicks cuts and tears caused by punctures, sutures or sharp instruments. This includes handling gently and without excessive force. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes may cause breakage upon removal.